Event description:
It was reported that the pt has experienced pain with device stimulation since she first received her device, in 2004. The pt has been programmed numerous times but continues to show no response to her implant, both during programming and in the sound field. She has not worn her processor since 2004. The clinic decided to implant the pt in the contralateral (left) ear, with which she does well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.